Event description:
It was reported that the pt underwent a balloon ablation procedure. At the completion of the procedure, the physician noticed a burn on the pt's cervix. The surgeon removed the catheter and noted at the 12 o'clock position, "an indentation a few millimeters deep at the 12 o'clock position from the endocervical canal."